Event description:
The patient reported the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in her right eye (od) on (B)(6) 2009. The patient reported she had lost vision due to the development of a cataract and the icl was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No - 81 (other): lens not returned. Evaluation codes: method - (other): work order search results - (other): a lens work order search was performed and one similar complaint was found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Other text : lens not returned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the date of the cataract diagnosis was (B)(6) and it was an anterior cortical cataract. The icl was explanted on (B)(6) 2014. Cataract surgery was performed and an iol was implanted.. Visual acuity post-op was 20/20 and prognosis was excellent.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, icl was removed five years after implantation to address cataract development. No additional information is obtained and therefore it is very difficult to determine the device causality. A cataract is multifactorial in origin and includes patient`s: genetic predisposition, medical and ocular conditions, exposure to toxic substances or radiation, age, trauma, etc. The literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. The reassessment will be performed when/if additional information is received from the implanting surgeon. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).